Event description:
The patient reportedly experienced uncomfortable stimulation during use of his cochlear implant. Integrity test data indicates that the device is not functioning within specifications. Device revision surgery will be scheduled.